Event description:
Per the patient¿s school, the patient reportedly fell and hit the head on the implant side in 2007. No apparent impact was reported, and the patient continued using the device. In 2008, the patient reported swelling at the implant site. Oral antibiotics and a CT were obtained, and the issue resolved. The results of an integrity test 2 months later showed no change in impedance from previous session; however, the patient refused to wear the speech processor. The patient had a seizure at about one week later; the patient is not on any medications, nor has the patient had another seizure since.the results of 2nd integrity test done at about 5 months later showed multiple electrode anomalies, potentially consistant with insulation damage.the patient was explanted in 2009. Reimplantation is not planned.